Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 15.13 uu/ml. The sample was repeated twice and the results were 239.4 uu/ml and 171.2 uu/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The elecsys hcg+beta with reagent lot number 838105 has an expiration date of 31-mar-2026.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found a pipette tip in the reagent pack, replaced the measuring cell, and adjusted the sample and reagent pipette. The service maintenance actions performed by the fse resolved the issue.